Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the defective drawer control board produced burning smell. A field service engineer replaced drawer control board to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system unexpectedly the screen got stuck and produced a burning smell. The customer added that they were no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2022 to 18-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the defective drawer control board produced burning smell. A field service engineer replaced drawer control board to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system unexpectedly the screen got stuck and produced a burning smell. The customer added that they were no patient harm. There were no adverse events or injuries reported based on this event.